Manufacturer narrative:
(B)(4).

Event description:
It was reported that while in the "th" the intra-aortic balloon (iab) was inserted via the patient's right femoral artery via a ptfe sheath. The patient was sedated and on a ventilator, restless at times. While in the ICU and after approximately 6 hours of iab therapy, the pump alarmed "unable to refill (1); thereafter for about 30 minutes: high pressure (1)." (Printout slips found for approximately 30 minutes of alarms indicating high pressure). The medical personnel suspected balloon rupture/leakage and as a result, the iab was removed. Intra-aortic balloon pump (iabp) therapy was delayed for approximately 12 hours between the removal of the iab and the insertion of the second (competitors) iab. The second iab was inserted via the patient's left femoral artery. There was no reported patient death or complications. Pump strips were generated and are available for review. Patient outcome: still in ICU on iabp and ventilator.

Manufacturer narrative:
(B)(4). Device evaluation: returned for evaluation was a 40cc 7.5fr iab. Dried blood was noted on the outside and within the bladder membrane. Dried blood was noted on the bifurcate. The distal end of the teflon sheath was located approximately 36.0cm from the distal tip of the catheter. The bladder thickness was measured at various locations and was within specification. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve and it held for at least 1 minute and then 30 seconds five separate times. The iab was submerged in water and leak tested. A leak was immediately noticeable from the bladder membrane. Under microscopic inspection, abrasions were noted 24.5cm from the distal tip. A device history record review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of blood in the helium pathway is confirmed. The bladder had a full thickness abrasion which allowed blood to enter the iab. The appearance of the abraded area is consistent with repeated contact with calcified plaque on the aortic wall.

Event description:
It was reported that while in the "th" the intra-aortic balloon (iab) was inserted via the patient's right femoral artery via a ptfe sheath. The patient was sedated and on a ventilator, restless at times. While in the ICU and after approximately 6 hours of iab therapy, the pump alarmed "unable to refill (1); thereafter for about 30 minutes: high pressure (1)." (Printout slips found for approximately 30 minutes of alarms indicating high pressure). The medical personnel suspected balloon rupture/leakage and as a result, the iab was removed. Intra-aortic balloon pump (iabp) therapy was delayed for approximately 12 hours between the removal of the iab and the insertion of the second (competitors) iab. The second iab was inserted via the patient's left femoral artery. There was no reported patient death or complications. Pump strips were generated and are available for review. Patient outcome: still in ICU on iabp and ventilator.